Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous low results for 2 patient samples tested for tsh on a cobas 8000 core unit. Patient 1 initial tsh result was 0.030 uiu/ml. The repeat result was 1.96 uiu/ml. Patient 2 (female, (B)(6) years) initial tsh result was 0.037 uiu/ml. The repeat result was 1.74 uiu/ml. The erroneous results were not reported outside of the laboratory. There was no allegation that an adverse event occurred. The tsh reagent lot number was 29161700. The expiration date was not provided.